Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had a clogged flushing channel. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the jet channel.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the foreign material clogging the jet channel, the evaluation findings were as follows: the plastic distal end cover was dented, the bending section cover glue was separated, the connecting tube protector was shaved, the air/water nut painting was peeling, the suction cylinder nut painting was peeling, the angulation was less than the specified value, the angulation had play, the air/water channel was less than the specified value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to reprocessing of the subject device not being conducted/completed at the facility prior to being returned to olympus. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: -the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. -the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.